Manufacturer narrative:
This product is not marketed in the us. One similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon was implanting a vticmo12.6, -13.5/2.00/95 (sphere/cylinder/axis), implantable collamer lens and the plunger overshot the lens and it became stuck. It was reported that the lens tore during removal and there was no patient injury. Delivery system model and lot numbers are not available. On (B)(6) 2018 the lens was exchanged and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found the haptic torn. Claim# (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.5/+2.0/095 (sphere/cylinder/axis) into the patient's right eye (od), the lens tore. The reporter states that during implant, the plunger overshot the lens and got stuck. It tore during removal. The lens was implanted and removed on (B)(6) 2018. On (B)(6) 2018 an alternate lens was successfully implanted and the problem was resolved.